Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a tower was clicking and latch was failing frequently. The field service engineer (fse) cleaned all latch assemblies to improve performance and reliability. The fse tested the system using hardware test application and confirmed proper operation. The customer also verified functionality, confirming that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, a tower latch failure occurred. The customer reported that the tower latch was making a clicking sound and was failing frequently, resulting in intermittent inability to properly secure or access the tower compartment. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.